Manufacturer narrative:
Batch review performed on 14 october 2020: lot 177391: (B)(4) items manufactured and released on 06-mar-2018. Expiration date: 2023-02-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 year and 2 months after primary surgery, reporting instability due to laxity. The cause of the laxity is unknown. The surgeon revised the sphere insert flex left 13mm s3 with a gmk-sphere tibial insert - flex s3l - 20 mm. The surgery was completed successfully.